Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the introducer sheath was unable to pass through the left common iliac artery due to the patient's existing arterial stenosis. Endovascular thrombectomy (evt) was performed. However, the stenosis could still not be passed. A pre-implant balloon aortic valvuloplasty (bav) was therefore performed with a mustang balloon, and the balloon was extended at the lower end of the edge of the lifestream stent and the sheath was passed along with deflation of the balloon. The valve was successfully implanted. Four days after the procedure, the patient experienced a transient complete atrio-ventricular block (cavb) and a permanent pacemaker was implanted. No additional adverse patient effects were reported. Additional information was received that confirmed that following evt, further ballooning of the iliac artery was performed, not a pre-implant bav.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the stenosis occurred in the left common iliac artery and not the right common iliac artery. The lifestream stent was implant at the time of ballooning.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the introducer sheath was unable to pass through the left common iliac artery due to the patient's existing arterial stenosis. Endovascular thrombectomy (evt) was performed. However, the stenosis could still not be passed. A pre-implant balloon aortic valvuloplasty (bav) was therefore performed with a mustang balloon, and the balloon was extended at the lower end of the edge of the lifestream stent and the sheath was passed along with deflation of the balloon. The valve was successfully implanted. Four days after the procedure, the patient experienced a transient complete atrio-ventricular block (cavb) and a permanent pacemaker was implanted. No additional adverse patient effects were reported. Additional information was received that confirmed that following evt, further ballooning of the iliac artery was performed, not a pre-implant bav. Additional information was received that cavb occurred after surgery and after leaving the operating room. It was noted that the patient had a left bundle branch block (lbbb) prior to surgery. Per the physician, the patient originally had right external iliac artery stenosis, so the delivery catheter system (dcs) may had been a contributing factor to the advancement difficulties. It was noted that the non-medtronic (life stream) stent was in the right external iliac artery. No additional adverse patient effects were reported. Additional information was received that clarified that the stenosis occurred in the left common iliac artery and not the right common iliac artery. The lifestream stent was implant at the time of ballooning. Additional information was received to report approximately nine and a half months following the valve implant procedure, the patient died. The cause of death was not reported.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event date of death. B5. A fifth paragraph was added h1. Type of reportable event. H6. A patient code was added additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34, product lot/serial number: unknown, product type: compression loading system (cls). Product ID: d-evolutfx-34, product lot/serial number: unknown, product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the introducer sheath was unable to pass through the left common iliac artery due to the patient's existing arterial stenosis. Endovascular thrombectomy (evt) was performed. However, the stenosis could still not be passed. A pre-implant balloon aortic valvuloplasty (bav) was therefore performed with a mustang balloon, and the balloon was extended at the lower end of the edge of the lifestream stent and the sheath was passed along with deflation of the balloon. The valve was successfully implanted. Four days after the procedure, the patient experienced a transient complete atrio-ventricular block (cavb) and a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-34] product ID [d-evolutfx-34] serial/lot [0011936541] use by date [2025-08-31] UDI (B)(4)]. Updated: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that cavb occurred after surgery and after leaving the operating room. It was noted that the patient had a left bundle branch block (lbbb) prior to surgery. Per the physician, the patient originally had right external iliac artery stenosis, so the delivery catheter system (dcs) may had been a contributing factor to the advancement difficulties. It was noted that the non-medtronic (life stream) stent was in the right external iliac artery. No additional adverse patient effects were reported.